Event description:
Reference number (B)(4). Event occured in netherlands. Patient encountered insulin leakage from their infusion set on (B)(6) 2025. The issue occurred after the set had been in use for 3 to 4 days. Specifically, the leak was detected in the tubing of the infusion set. The patient confirmed that the infusion set had been in use for 3 days at the time of the incident. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.